Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation on november 24, 2005 that a button replacement gastrostomy device was used during a procedure (patient age, gender, and weight unknown) the month prior. According to the complaint, the backflow valve permitted fluid backflow within approximately one month post-placement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device found residue between the backflow flap and the button dome base. After the residue was cleared away the flap properly sealed the feeding shaft. No other problems were found on this device. The device was within expected tolerance. The customer complaint was confirmed. The cause of the reported malfunction is likely attributable to operational context since it appeared that nutrition and/or medication was allowed to set underneath the back flow valve caused by the end user not properly flushing the device.